Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an extraction surgery, the surgeon removed headless compression screw (hcs) and detected that the screw was not delivering the necessary compression due to a faulty thread. This resulted in no consolidation and intervention surgery again. It was reported there was a delay in the procedure, but the exact length of the delay is unknown. The patient¿s status was reported as recovered. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID, age and weight are unknown it was discovered on may 13, 2015; unknown when the event occurred. Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.